Manufacturer narrative:
One sample was received for quality evaluation. Visual inspection of the sample indicates that the sample separated at the outlet port of the most distal y-site smartsite. Further examination of the tubing indicates that the tubing may have been pulled apart. The separated tubing does not have an uniform cut at the end. Additionally, it appears that there is additional tubing still remaining in the y-site smartsite outlet port with matching uneven edges. The customer complaint of separation was confirmed. The investigation was sent to manufacturing for root cause investigation. After the investigation, along with input from the manufacturing and quality operations team, it was not possible to identify a potential root cause for a separation due to damage in tubing/y-site engagement. By reviewing the picture y-site evidence and solvent application and seeing that there is no gap, tubing looks to have been pulled apart by force. During the process revision, it was not possible to replicate the condition reported under normal circumstances, for this reason it was not able to confirm that the condition reported is related to the condition reported. No actions were stated since it was not possible to identify a potential root cause for separation due to damage in tubing/y-site engagement and not be able to confirm that condition reported is related to manufacturing process. We will continue to track and trend and if any negative trend is observed, proper actions will be deemed necessary. A device history record review for model 2420-0007, lot number 25065532 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: a piece of the tubing popped off, this happened three times so far. We believe they are from the same lot number, 25065532.